Event description:
The customer reported that both of the monitors were not working, thus a loss of the live image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The f3 fuse was replaced. The system was tested and found to be working as intended and put back into service.